Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2019 for surgery; the customer's blood glucose when first admitting to the hospital was below 200 mg/dl. The cause of death was heart attack due to diabetes crystallizing the customer's veins. The caller stated that the customer also experienced a brain aneurysm that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death; however, the customer's blood glucose entered the 200 mg/dl and 300 mg/dl range while they were unconscious. The customer was not wearing the insulin pump at the time of death; the hospital removed the pump from the customer on either (B)(6) 2019 in order to better control the customer's blood glucose values. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected approximately 1 to 2 days prior to the customer's passing. The customer was not using sensors. Any other relevant details to the case xxxxx. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section a4 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.